Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a replace battery pack now warning. They reported this did not occur during patient use.

Manufacturer narrative:
**UDI related data quality updates only** the unique device identifier (UDI) information in section d was changed from the battery pack's UDI number to the compression module's UDI number.